Event description:
It was reported that the patient never had therapeutic effect and stated that she was going to the bathroom a lot since having the device implanted.

Manufacturer narrative:
(B) (4).